Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening the tray the lubricant packet was empty.

Manufacturer narrative:
The reported event was confirmed. The evaluation found no lubricating jelly inside the returned jelly packet. However, it was noticed during the evaluation that there was a very small amount of lubricating jelly in the packet. Therefore, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this reported event could be due to a defect generated at supplier's site or during transit to bard or user related (eg: open jelly packet had been exposed to environment too long). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " [intended use & effect- efficacy] the device is a tray kit product that is used for the purpose of urinary drainage and combines a disposable catheter designed to be placed in the bladder, and a urine drainage bag. [Directions for use] 1. Method of use the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4)" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the tray the lubricant packet was empty.